Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting. The customer found a loose tubing. The customer replaced a new set of tubing per cts's recommendation which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on the au480 clinical chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no report of change in patient treatment in connection with this event.